Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the responsiveness of the buttons on their device. Initially the down button would be intermittently unresponsive and over time the up and ok buttons started to experience similar issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2013with the following findings:there was no visible damage found to the keypad; the ok button symbol was found to be worn. The keypad buttons responded to button presses as expected. The keypad was removed and contamination was found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.